Event description:
Philips received a complaint from a customer that a hospital power supply cut off, the system would not boot up. The patient procedure was stopped as a consequence of the power supply cut off. The procedure was initiated because of the critical condition of the patient, the patient passed away in the ICU. The customer did not allege that the death of the patient had been related to the system failure.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.